Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The 2.00mm x 15mm emerge balloon catheter was selected for use. However, when inflated at the site of the target lesion, the balloon burst. A lithotripsy balloon was used instead. There were no patient complications.